Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that three episodes of non-sustained ventricular tachycardia (nsvt) were observed. Review of electrocardiograms indicated that the nsvt episodes were due to t-wave oversensing.

Event description:
New information received notes that the competitive device was replaced. No further issues were reported and the lead remains implanted.